Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately twelve years post initial left side tka, this female patient underwent revision due to aseptic loosening. No additional information is available or forthcoming. The device is not available for evaluation.

Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of an insufficient bond between the implant and the bone and patient-related conditions, which led to aseptic (noninfected) loosening. However, this cannot be confirmed as the devices were not available for evaluation and pre-revision x-rays were not provided.